Event description:
It was reported that a retrospective review of medical records was performed for 48 female and 64 male subjects with non-union of 138 limb segments (tibia, femur, humerus). Average patient age was (B)(6) (range (B)(6) years). The non-unions were treated with rhbmp-2/acs. Seven of the treated non-unions required additional surgery due to persistent non-union.

Manufacturer narrative:
(B)(4). Persistent non-union. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.